Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture, constrained pocket are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade IV, "pockets looked constrained".

Event description:
Patient reported "capsular contracture baker grade IV" and later healthcare professional reported "capsular contracture baker grade IV" , "pockets looked constrained" and later reprted "implant looked fracture - not ruptured". This record relates to the right side. The device has been explanted and discarded.